Event description:
It was initially reported by the customer on (B)(6) that outlook es infusion device sustained thermal damage while charging. It was stated by the customer contact that this reported device was located on a pole stand along with other devices and plugged in for charge. Customer contact states the device sustained thermal damage on the device case top. The customer contact reports no patient injury as a result of this reported issue.

Manufacturer narrative:
The complaint was confirmed for the reported issue. Upon receipt of the reported device from the customer, the device underwent a visual inspection which showed a hole in the device case top. Hole was directly above the power supply screw that secures wire connection providing 16v and device ground. Investigation results: possible internal resistive short between 16v output connector and ground post of power supply that increased in heat until immediate area of power supply connector/pcb and case top degraded/melted. Testing showed clearance between unused screw and conductive coating of case top, and that firm contact must be made before plug-in for short circuit condition to occur. Case top measurements checked in specification. Testing further showed that sparking degrades continuity of conductive coating rather than increasing it; adding to the requirement for firm contact. Inducing this firm contact by clamping case top to unused screw caused expected power supply current-limiting with the case top being warm for 2 day test or until conductive coating continuity opened. A test was performed by mounting 10 pumps to a pole stand, pressing down forcefully for maximum compression, and plugging pumps in daisy chain to replicate worst case scenario. No intermittent or problems occurred during 2 day test. There is not sufficient information to determine root cause for reported complaint. Ongoing communication with customer to collect additional information is still in progress.